Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that at 08:00am on (B)(6) 2015 she obtained a result of ¿314 mg/dl¿ on the subject meter. The patient manages her diabetes by self-adjusting her insulin doses and at 08:01am on (B)(6) 2015, increased the dose of her novolog insulin from 3 units to 5 units, in response to the alleged inaccuracy. The patient claimed that at 12:50pm on (B)(6) 2015 she developed symptoms of ¿hypoglycemia¿ including ¿tremor, weariness and dizziness¿ and that she tested her blood glucose on a onetouch ultra meter which gave a result of ¿86 mg/dl¿. The patient reported that at 12:55pm on (B)(6) 2015 she self-treated by eating ¿chocolate and a biscuit¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and when a control solution test was performed, the results were in range. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issues occurred.